Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter the safety device wouldn't retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: safety device inoperative at the time of the procedure.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter the safety device wouldn't retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: safety device inoperative at the time of the procedure.